Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The actual device was returned for evaluation. The device was evaluated and it was determined that the reported condition was not confirmed. Therefore, the assignable root cause was not determined. However, during evaluation, it was determined that the device would not run and failed pretest for check function of device and check power with power test bench. The root cause of these failures was determined to be traced to component failure from normal wear. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during pre-surgery, it was discovered that noise was coming from the battery/reamer drill device and the device was sometimes not working. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.